Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no patient or staff injury was reported.

Event description:
The customer reported the stenoscop was losing images. No patient injury was reported.